Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was used to treat the rca. Approximately 12 months later the patient suffered non-q-wave mi involving the target vessel. Event was treated with intervention to the previously stented lesion. The patient recovered. The investigator assessed the event as not related to the anti-platelet medication or the study device. Safety assessed the event as not related to the anti-platelet medication and possibly related to the device.